Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the signs and symptoms of the infection were swelling and the skin would breakdown but not open. The device pocket was the primary location of the infection. Culture was obtained from the device pocket and cerebral spinal fluid (csf). Klebsiella pneumonia was the type of organism cultured. The patient was treated with intravenous (IV) antibiotics, oral antibiotics, and a device system explant. It was noted that the event was ongoing but the patient did not have any withdrawals. It was also noted that the patient had a debilitated status before the implantation of the device. The health care provider (hcp) needed to know if the catheter was in continuity. Changing the catheter would have required a very involved operation. There was also an indication that the patient was going to be intubated in the ICU because of her severe infection. The patient was reported to have recovered without permanent impairment.

Event description:
It was reported the patient had been scheduled for a pocket revision due to potential erosion of the pump. Upon exploration of the pump pocket, a pump pocket infection was noted and the pump was explanted. Perioperative antibiotics were administered and the date of the onset/diagnosis of the infection was the date of the report. A culture was taken from the pump pocket site and a ¿gram-negative¿ organism was cultured. The patient did not have meningitis, and treatment was instituted for the infection. The physician planned to externalize the catheter and continue to deliver intrathecal baclofen and wean the patient with an external replacement pump. A catheter dye study had been performed prior to explant which resulted in the patient experiencing overdose symptoms due to a bolus. The patient was hospitalized, intubated and ventilated and her vitals were stable. The patient was weaned on intrathecal baclofen, and the dose rate was decreased to minimum rate on (B)(6) 2014. It was planned to discontinue the external pump and catheter at a date currently unknown. As of the date of this report, the patient was still under treatment. The patient status at the time of this report was ¿alive-no injury¿. The pump was delivering lioresal 2000ug/ml; 479mcg/day.

Manufacturer narrative:
(B)(4).